Event description:
It was reported that on (B)(6) 2013: the patient underwent a MRI of the lumbar spine due to low back pain with bilateral extremity pain and paresthesias in the legs. Impression: significant dextroscoliosis with the apex at the level of l1. The scoliosis extends into the lower thoracic region. The scoliosis creates asymmetry of the discs at t10-11, t11-12, t12-l1 and l1-2. There is also rotatory scoliosis with the vertebral bodies rotating to the left with the apex at the level of l4; there are pedicular screws in good position at l4, l5, and s1; laminectomy at l5 and perhaps involving the inferior aspect of the lamina of l4. There is grade 1 anterolisthesis of l5 over s1. There is no central canal stenosis. There is facet arthrosis throughout. There is bilateral encroachment of the neural foramina in a prominent fashion. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records, on (B)(6) 2008 the patient underwent a fusion procedure at back area using rhbmp-2/acs, reduction screws, set screws and rods.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.